Event description:
Information received from the field notes that the patient was "obese and the pacer appears to have migrated down and dislodg ed the atrial lead." The patient had not been able to work for some time as a result of the lead ddislodgements.